Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc received the quality control (qc) data. Review of the qc data shows that it was in range. The customer stated that when they run all qc, some result out of range. If they only run magnesium and iron_2 assays, the results are within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted the sample probe (spp) on the dilution tray (dtt) and reaction tray (rrc) and adjusted the sample-dilution probe (dpp) on the dtt. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed aspartate aminotransferase (ast) result was obtained upon repeat testing on a patient sample on an advia 1800 instrument. The initial result was elevated. The same sample was retested on the same instrument, resulting depressed. The customer reviewed the result and retested the same sample on an alternate instrument, resulting higher, and matching the original result. The second repeat result was reported out to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed aspartate aminotransferase result.

Manufacturer narrative:
The initial MDR 2432235-2016-00490 was filed on august 19, 2016. Additional information (12/12/2016): headquarters support center (hsc) reviewed the event. Hsc concludes this is not a method or reagent lot issue. The issue was resolved by a siemens customer service engineer (cse) onsite system repair. The cse performed alignment and adjustments. The cse replaced the cuvettes and lamp. No further issues occurred. The cause of the discordant, falsely depressed aspartate aminotransferase is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.